Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was received with normal telemetry communication and normal output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device longevity assessment found the device was operating at the elective replacement indicator (eri) voltage consistent with normal usage. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers' header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that patient's pacemaker was at elective replacement indicator (eri). Premature battery depletion was suspected. It was also noted that the atrial lead exhibited noise. The pacemaker was explanted and replaced. There were no patient consequences.